Event description:
It was reported that during reinfusion, a hole was discovered in the collection bage. A back-up device was used. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that during reinfusion, a hole was discovered in the collection bag. A back-up device was used. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. H3 other text : device not being returned

Manufacturer narrative:
The reported event of a hole in the blood collection bag was confirmed. The most likely root causes for the reported condition are: device component (s) damage during assembly, packaging or shipping and handling processes. Connections or components altered or accidentally damage during the set-up or usage processes. Blood bag damage by other device used during medical procedure. This is not a repairable device and will not be returned to the user facility.